Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not enter standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue. The rse provided the customer with the part information for the flow sensor assembly (fsa) and the gas delivery system (gds). The customer stated that they would determine which part to order. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was confirmed that the gas delivery system (gds) had been replaced, and the device was confirmed to be fully functional and working fine. The customer confirmed that the replaced gds would be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.